Event description:
A patient who was diagnosed with a large pulmonary embolism underwent an uncomplicated placement of a retrievable meridian inferior vena cava (ivc) filter in infrarenal position. The patient was then scheduled approximately 45 days after insertion of the meridian ivc for removal and replacement with a new permanent filter. Under fluoroscopy, the meridian filter was examined and it was revealed that the filter had migrated superiorly since its original placement. Also, one of the struts of the filter had broken off and was not connected to the filter. A snare cath was advanced through a sheath and utilized to retrieve the filter. Despite numerous attempts with a snare catheter, the broken strut could not be engaged and removed. Using standard technique, a new permanent filter was then placed in infrarenal positon. No immediate procedural complications were noted. A noncontrast CT scan was obtained immediately following this procedure. This demonstrated the broken strut to be embedded within the anterior wall of the inferior vena cava. The radiologist indicated that it is unlikely that this embedded strut will migrate further. There was no adverse outcome that is known at this time. The filter manufacturer has been notifed of this event.